Event description:
It was reported that the shock impedance measurements were stable but high and out of range shorty after implant. There was no sign of any lead issue. No adverse patient effects were reported. The device remains implanted.